Event description:
Complainant alleged that the clinicians were defibrillating a patient who had coded. The clinicians administered one shock at 200 joules, but upon their second attempt to shock the patient, the device took two minutes to charge to 300 joules. The complainant indicated that there was no adverse efect on the patient as a result of the reported malfunction.